Event description:
It was reported that during a case using the spine guidance 5 software, the screws were misplaced causing an anterior breach. There was a surgical delay of over 120 minutes and the patient experienced bleeding and blood clots.

Event description:
No additional information.

Manufacturer narrative:
H6 codes have been updated to reflect the conclusion of the investigation.additional data: g1.